Manufacturer narrative:
(B)(4). Approximate age of device ¿ 7 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient arrived at the emergency department with severe headache and speech disturbance. The onset of symptoms was (B)(6) 2018. The patient had an inr of 3.11, with a baseline of 2-3. It was reported that a head CT scan showed a right middle cerebral artery (mca) stroke. Transesophageal echocardiogram (tee) found a patent foramen ovale present, no thrombus. The patient was monitored with neurology, speech and physical therapy (pt) consults. The patient had residual effects of right sided weakness and slurred speech. Neurology reportedly suspected left sided lesion, secondary to right sided stroke with right sided residual, though no injury had been identified with further imaging. As of (B)(6) 2018 the patient¿s right sided weakness and slurred speech had essentially resolved.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported stroke could not be determined through this evaluation. The submitted system controller log file from the time of the reported event contained data which appeared to show the pump operating as intended with overall stable pump parameters. Stroke and neurologic dysfunction are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.